Manufacturer narrative:
Concomitant products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer, a representative (rep), and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that when the lead was replaced in (B)(6) (previously reported), it was moved down a level due to scarring and arthritis. The rep reported that the patient previously had stimulation in her neck, but with the lead down a level, she was not feeling any stimulation as she had before. The rep tried reprogramming but could not resolve the issue. The hcp stated he would talk to the patient about possibly moving the lead up, but there are no guarantees due to the scarring and arthritis. It was noted that surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system, other applicable components are: product ID: 977c265, serial (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturing representative. It was reported that when the patient was x-ray it appeared that the leads had migrated or moved down a level. The patient was feeling stimulation in bilateral arms. The healthcare professional was able to place new leads at c3-4, the lead was currently sitting at c5-6. The healthcare professional sheared the electrode during the surgery so ended up replacing with a new lead. No further complications were reported as a result of this event.